Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the rep that a note was left with the instrument indicating that if misfired/malfunctioned. A second instrument was opened and used to finish the case. There was no consequence to pt.